Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there is no cannula behind the sensor. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
Reliability analysis inspected two opened/used partial enlite sensors and found both sensors with the cannula bent inside the sensor. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used. Unable to confirm the needle anomaly due to the insertion needles not being returned.